Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
Patient's age at the time of the event unknown/ not provided. Patient's weight unknown/ not provided. Date of the event unknown. Device lot number unknown. Product not returned to manufacturer.

Event description:
It was reported that the abutment screw (iunihg) fractured in the patient's mouth. It was also reported that they were able to remove the fracture screw with no damage to the implant.